Event description:
The facility's tech reported a fail code 715, which occurred during biomed testing. No details regarding the failure were available. Additional contact info was requested but no additional contact was identified. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.